Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that patient suffered a hypoglycemic event on (B)(6) 2014. Patient's father contacted paramedics to admit him to the hospital. Distributor reports patient suffered from an artificial coma for the past 3 days at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).